Manufacturer narrative:
(B)(4). Cartridge pan dislodged. The analysis results found that one reload was returned non sterile, with the pan bent and partially engaged at the proximal end. In addition, four drivers were missing from the cartridge. No functional test was performed due to the condition of the reload. While no conclusion could be reached as to how the cartridge became damaged, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastric bypass procedure, upon loading the cartridge into the power echelon, the cst noticed the cartridge was bent on the carrier. She wisely loaded another cartridge to complete the procedure. There were no patient consequences.